Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue failed plunger force accuracy¿ was confirmed. Received on 13-jan-2025 into bd san diego operation¿s lab. Pca unit was received unboxed and with paperwork. Internal inspection revealed that the carriage motor is stuck. This caused the unit to fail the plunger force accuracy test. The carriage block ribs were also found worn out. Stuck motor. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the carriage motor and carriage block. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger force accuracy test. There was no patient involvement.

Event description:
It was reported that the device had failed plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue failed plunger force accuracy¿ was confirmed. ¿ received on 13-jan-2025 into bd san diego operation¿s lab. Pca unit was received unboxed and with paperwork. ¿ internal inspection revealed that the carriage motor is stuck. This caused the unit to fail the plunger force accuracy test. The carriage block ribs were also found worn out. ¿ stuck motor. Defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the carriage motor and carriage block. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.